Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. The customer's blood glucose (bg) level was 600 mg/dl. The customer addressed their bg with a manual injection. The customer reverted to an alternate method of insulin therapy.